Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26 jul 2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange.

Event description:
Patient reported, left side surgical reoperation, due to implant malposition. Patient additionally reported, having raynaud¿s phenomenon. No treatment has occurred. Healthcare professional, later reported, exchange due to desires larger. Device has been explanted.

Event description:
Patient reported left side surgical reoperation due to implant malposition. Patient additionally reported having raynaud¿s phenomenon. No treatment has occurred. Healthcare professional later reported exchange due to desires larger. Device has been explanted.